Manufacturer narrative:
Findings: unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty sensor resistor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. Pump received with cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked belt clip slot. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels of 16 mmol/l. The customer has not talked to their health care provider about the issue. The device will be returned for analysis.